Event description:
It was reported, the patient's ipg was unable to communicate with his charger and programmer and the patient consequently lost stimulation. Replacement external devices were unable to resolve the issue. The physician explanted and replaced the device on (B)(6) 2012. The patient reported effective stimulation was regained as a result of the procedure.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.